Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer cleared the alarm and resumed insulin delivery with the same supplies. The customer's blood glucose level was 199 mg/dl and it was addressed with a bolus via the pump. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. A follow up with the customer on (B)(6) 206 indicated that the customer had not received any occlusion alarms since receiving replacement cartridges.